Event description:
The service and repair department documented that during an open reduction internal fixation (orif) of the humerus, the handle of the plate-bending press got stuck and wouldn't move up or down. Small particles of metal were observed wearing away at the arm joint of the device. After some saline lubrication the device started moving again but was still tight. Also the plate holding dish on the device would not raise or lower. Surgery delay was 1 minute before giving up and using manual hand benders. Surgery finished successfully without further complications. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is unknown and cannot be traced. The service history evaluation is unconfirmed. Additional evaluation was conducted. The report indicates that the customer reported the arm joint was tight, and the anvil would not adjust. The repair technician reported the item was binding on the side of the arm joint, and the anvil was worn. Binding is the reason for repair. The cause of the issue is unknown. The following parts were replaced: lower anvil adjustment screw, small handle, ball (lid, 2). This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number the service history review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.